Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and a video were received for evaluation. Visual testing was performed. Visual inspection found the catheter is damaged, it has a cut. Review of the video shows a container with water in which a submerged hose is connected to the reported catheter (which cannot be clearly seen). Air bubbles were seen rising from the bottom of the water, but the condition of the product was not seen. The root cause of the issue could not be determined. The most probable root cause is that damaged occurred after the product left the facility. Actions were not required because the root cause could not be attributed to the manufacturing process. However, production personnel was notified by quality engineer as awareness of the defect reported by the customer. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that upon removal, the anesthetist noticed the split in the ports line when flushed. No patient injury was reported.